Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the scope socket was worn, causing the scope to have intermittent connection.

Event description:
A user facility reported to olympus that the olympus, clv-s190 was not holding the scopes when plugged in and the scope connection was not tight. The event occurred before the procedure. The procedure was diagnostic. There was a delay in the procedure but the patient was not under general anesthesia at the time of the delay. There was no medical intervention, injury or harm to the patient as a result of the event. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was damage to the terminal caused by inserting and removing the endoscope with excessive force to the endoscope connector. As stated in the instructions for use, as a preventive measure, "never apply excessive force to connectors. This could damage the connectors."